Event description:
A customer initially reported a phaco burn occurred during surgery; no intervention was required. Additional information received from surgeon on 10/24/2006 noted ther was severe injury of the cornea, several sutures were necessary, and the patient's va is now 0.4. On 11/06/2006 the patient was reportedly doing well. The surgeon is not willing to provide us with more information. He does not blame the handpiece or the machine. He feels the events were due to handling mistakes.

Manufacturer narrative:
The physicain is using the system, but has changed tips from the standard flare tips to the micro flared tips, with the incision size of 2,75mm. There were no further incidents so far. A company rep worked with the surgeon to review correct technique and conditions that could cause thermal injuries.